Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (66 mg/dl). Reportedly, the customer has been working with their health care professional on adjusting the pump basal rate. Customer drank orange juice to address low bg levels.